Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a manufacturer's representative (rep) regarding an external device. The rep had the patient's wife on the line, and the reason for the call was to report that the desktop charger (dtc) cord was frayed, which they noticed within the last week. The caller mentioned that the patient has had multiple dtcs replaced for the most recent dtc replacement). The caller also reported that about a month ago they noticed the green button on the recharger kept getting stuck, but they were able to pop it out using their fingernail. The caller claimed that they reported the button issue to patient services the last time they called. The caller also mentioned that the recharger was intermittently unresponsive (blank screen with beeping). The caller said they had been able to resolve the issue by resetting the recharger. During the call, the recharger was unresponsive with the blank screen and beeping, and the caller confirmed the recharger resumed normal functioning after they reset it. The rep mentioned that the patient's managing hcp wanted them to have the wireless recharger (wr). Agent noticed that a wr kit and drape were requested as a result of. The rep requested to have the wr kit and medium drape shipped to them again. Agent sent an email to repair with the rep's request. The rep also mentioned that the patient lost their handset and communicator. No symptoms were reported.